Event description:
Additional information was received that the pump did not fault on a patient and the issue occurred during periodic maintenance.

Manufacturer narrative:
H3: one cadd legacy pca pump was received. The event history log was reviewed and there were battery depleted, no disposable and upstream detected alarm messages. A functional check was conducted and the pump was also visually inspected. The reported "low battery" issue could not be replicated during the investigation. It was found that the pump would not power up with the alkaline batteries, but an ac power cord due to the fluid ingressions on the battery compartment. The issue was caused by fluid ingressions which were user induced. The rear housing including the battery contacts were replaced to resolve the issue.

Event description:
Information received a smiths medical cadd legacy 6300 pump alarm low battery issue. No adverse patient events reported.